Event description:
Call from pt. Pt went to replace his second set up syringe for infusion, and spring snapped off pump. Advised with tech, we are sending brand new pump. Pt has been using this pump for several years. Unknown if device is still on hand or if it caused any harm to the patient. Unknown if the patient missed any doses. Unknown if patient had back up device on hand. Reported to (B)(6) by pt/caregiver.